Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) as performed from the date of manufacture, 30-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the helmer bin device detected on bus. A field service engineer (fse) found that row 3 in the helmer refrigerator was not on the bus also found the module board was defective. Replaced the interface and relay access controller (irac) board, assigned the correct size and row number, and verified proper operation through hardware test application (hta). Reassembled the refrigerator and confirmed normal functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the bin was not detected on the communication bus. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.